Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, while the device was being applied to the small intestine mesentery post staple reload application, there were issues experienced with the loading or firing of the clips. The surgeon was not able to squeeze the handle. It was noted that clips were able to load properly into the jaws and clips were able to be fired from the device. The surgeon requested a second device be opened and utilized to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.